Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 20 mg/dl. The customer stated that she was hospitalized due to low blood glucose readings. The customer stated that was in the hospital for a coma and her kidneys were shut. The customer stated that she was following an inappropriate diet. The customer stated that she went to see her kidney specialist because her potassium levels were high. The customer stated that the potassium diet might have caused her to have low blood glucose readings. The customer stated that there were no issues with the pump.